Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. The customer's mother stated that they kept getting blood glucose required alerts. The customer's mother reported that the insulin pump was on auto mode. The insulin pump will not be returned for analysis.